Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, platelet clumping. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there were "clumps seen on the instrument and solid clumps and moisture seen at the bottom of the tube."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there were "clumps seen on the instrument and solid clumps and moisture seen at the bottom of the tube."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.